Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that an issue with the optical part we just received. It broke / split into two on its own during an examination. It did not fall and did not receive any impact in the practice. As a result, dr. (B)(6) could barely see anything on the image, which had become very dark. No negative impact in state of health reported.